Event description:
Patient is a (B)(6) year-old male who has history of non-ischemic cardiomyopathy, hypertension, sick sinus syndrome, first av heart block, ventricular tachycardia and paroxysmal atrial fibrillation. His dual chamber cardiac ICD generator had been previously replaced in march of 2010. The physician's office was alerted through "latitude" and a device check revealed "alert noted voltage too low for projected remaining capacity". Patient returned to have ICD replaced for early battery depletion. His device was found to have early battery depletion due to a faulty capacitor. Replacement was completed without complications.